Event description:
Three falsely elevated troponin I results were obtained on a pt's samples. The results were reported to the physician who questioned the result. The samples were repeated and negative results were obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results were not specific binding interference. The instrument is performing within specs. No further eval of the device is required.